Event description:
It was reported a spectrum pump will not turn on. It was also reported thee was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the on/off, setup, ok, run/stop, (.), #0, #1, #2, #3, #4, #5, #6, #7, #8, and #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the setup key will occur following the selected key's function. This failure mode does not provide any user opportunities for navigation, to program delivery parameters or start an infusion. Baxter has initiated a CAPA to further investigate the issue. The failed keypad has been replaced.